Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer's representative (rep) stated that the patient's ins was in an overdischarged state. A physician mode recharge was performed and the ins was restarted with no issues. No symptoms were reported. There were no reported complications and no further complications were expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient had poor communication. The manufacturer representative was on the call with the patient and reported that the patient was getting the reposition antenna screen and unable to charge implant. It was reported that they have tried all the different troubleshooting of reposition antenna, and turn dial but no coupling bars. It was reported that the patient stopped feeling stimulation since yesterday and was last able to successfully charge 2 weeks ago. No symptoms were reportedat this time. Additional information was received. The patient received a recharger antenna but was still getting reposition antenna screen.